Event description:
It was reported that, "(B)(6) received a call on voicemail last night from (B)(6) he had a triathlon implanted in (B)(6) 2008 and is having problems (pain and swelling). Is there a recall? Please call him to discuss. He stated that maybe the doctor did the surgery incorrectly. Please advise the customer if product is a recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.